Event description:
Approximately four months after the implantation, the patient was admitted to hospital due to increasing vad power consumption. The site reported that the patient's controller did not alarm with this rise in power consumption. The site reported that they suspected a thrombus since the patient doesn't always take his coumadin regularly. The patient was re-educated regarding the importance of taking his coumadin as prescribed. He was successfully treated with heparin and discharged home at a later date. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The device remains implanted. Review of the manufacturing documentation confirmed the pump met all requirements for release. Review of the controller log files revealed a slight rise in power that was within the normal operating range that correlates with the reported event. The cause of the reported event cannot be conclusively determined. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.